Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and was also stated that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 70 mg/dl and the sensor glucose was 185 mg/dl. The customer stated that they had unexpected restart and the battery ran out of the battery and alarm did not occur immediately after a battery change. The customer reported that they had experienced issues with the pump, sensor readings and also had pump errors. The customer declined troubleshooting for the sensor issues. The sensor will not be returned for analysis and the insulin pump will be returned for analysis.